Event description:
A malfunction was reported on the pump by the caller. The customer¿s blood glucose (bg) level was 580 mg/dl with ketones. Ketone levels were identified as life threatening by health care provider. The customer went to the emergency room and was subsequently admitted to the ICU. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.